Event description:
Aventis case ID: (B)(6). Initial info received from a physician on (B)(6) 2008 with additional info provided on (B)(6) 2008 ; the physician reported two cases. This case corresponds to case 2 of 2. The first case is reported in (B)(6). The physician reported that this female pt, (B)(6), had received injectable poly-l-lactic acid (sculptra), treatment dates not provided (lot# and exp date not provided.). Pt's weight was about (B)(6) and height was approximately (B)(6). The physician recalled that the pt developed nodules, which are ongoing, but recalled no other specific data at the time of the report. No further medical info was reported.